Event description:
Device 4 of 5. Reference MFR report number: 1627487-2019-03101. Reference MFR report number: 1627487-2019-03102. Reference MFR report number: 1627487-2019-03103. Reference MFR report number: 1627487-2019-03105. It was reported that the patient's ipg migrated due to the patient losing weight. This caused the patient's leads to migrate as well causing the patient to lose effective therapy. In turn, the patient underwent surgical intervention where in the ipg pocket was revised and the leads were explanted and replaced. Therapy was restored post-operatively.